Event description:
It was reported that an integrated automated peritoneal dialysis set with cassette had a hole in an unspecified area during an unspecified step of peritoneal dialysis therapy on the homechoice machine. It is unknown if the patient was connected when this was noticed. There was no report of patient injury, medical intervention, or adverse event associated with this event. No additional information is available at this time.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned; therefore, an evaluation could not be conducted. However, the lot number was known. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.